Event description:
It was reported that pump displayed incorrect time and caller needed help updating time and settings. There was no reported adverse impact to the customer¿s blood glucose level. Caller worked with technical support to update pump time, and caller was advised to monitor pump and follow up if time discrepancy greater than five minutes occurred again, which caller understood and acknowledged.